Event description:
Sales rep reported that the surgeon experienced multiple stapling malfunctions during a nephrectomy procedure. During the procedure he utilized the pve35a to staple across skeletonized renal artery and vein. He said that the angle on the vessels was not perpendicular and more oblique due to how the exposure was. This is not uncommon for him. He stated that the vessels fit comfortably in the jaws of the stapler. Upon locking the jaws closed, he waited ten seconds prior to firing. When he pulled the firing trigger the motor momentarily activated then the motor stopped. The surgeon was unable to open the stapler jaws, so he pressed the reverse knife blade button. He said that no staples left the reload. Out of concern, he decided to not use the stapler and switched to the psee45a to fire across the renal artery and vein. He used a white reload for this firing. This stapler fired without issue and he used the same consistent technique he has for years. He clamped down on the vessels waited 10 seconds or so, then fired the stapler and kept the stapler clamped for about 10 seconds after the firing is complete. After this particular firing he saw that the staple line was littered with malformed staples. This caused him to fire a second 45mm white reload across the vascular to ensure that the staple line was secure. In both events, the surgeon has never experienced these issues before. New stapler was used to complete procedure. No fragments made. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 10/9/2023. D4: batch # 402c77. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with two gst45w reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 402c77, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.